Event description:
It was reported to a company representative a patient had an infection at the incision site and was on antibiotics. A review of the manufacturing records revealed that the lead and generator were both sterilized prior to distribution. Additional relevant information has not been received to-date.